Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified the screw has fractured. Additionally the screw is covered in bio-debris. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as part of the device was requested but not returned by the hospital, and the other part of the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported a g7 screw broke while tightening. Part of screw was retained by patient. Attempts have been made and no further information has been provided.